Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 154 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was below 50 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. The blood glucose value associated with the triggered suspend event was 154 mg/dl. The sensor will be returned for analysis.